Manufacturer narrative:
Analysis of the logs showed that the error was triggered by a low battery and not by a product defect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received in good condition. Analysis found that an incoming test on the automated test system passed. However the device error log indicated that the processor was reset caused by a timeout of the internal independent watch dog timer (idwg). If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer to be added to the replacement pool. It was analyzed and tested out of specification. There was no patient involvement.